Manufacturer narrative:
(B) (4): device was received in the manufacturer for evaluation. The evaluation is in process. Follow up report will be sent after the evaluation is completed. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the implant broke during impaction. No pt complications were reported.